Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was implanted on (B)(6) 2015. On (B)(6) chest x-ray showed new small bilateral pleural effusions. It was stated that the patient remained stable on x-rays ((B)(6)). Chest CT on (B)(6) noted moderate bilateral pleural effusions. On (B)(6) left thoracentesis was performed for removal of 750ml serosanguinous fluid. On (B)(6) chest x-ray small bilateral effusions are noted. On next chest x-ray (B)(6) bilateral effusions, left greater than right, are noted. They continue to be noted on chest x-rays (B)(6). Chest CT (B)(6) showed moderate bilateral pleural effusions. On (B)(6) and patient underwent left thoracentesis. Chest x-ray on (B)(6) notes moderate right pleural effusion. On (B)(6) he underwent right thoracentesis for removal of 550ml serosanguinous fluid. On (B)(6) chest x-ray noted bilateral pleural effusions. Patient was transferred to acute rehab on (B)(6). Outpatient chest x-rays (B)(6) & (B)(6) showed moderate right and small left pleural effusions. He was hospitalized under observational status (B)(6). On (B)(6) he underwent right thoracentesis for removal of 1.25 l serosanguinous fluid. He went home (B)(6) but was readmitted (B)(6) with right pleural effusion. He underwent thoracentesis (B)(6)for removal of 900ml fluid. Chest x-rays (B)(6) showed moderate right and small left pleural effusions; chest x-ray (B)(6) noted small bilateral pleural effusions. Patient remained hospitalized awaiting therapeutic inr until discharged home on (B)(6). On (B)(6) chest x-ray showed persistent moderate right and (B)(6) chest CT small left and moderate right pleural effusions were noted. The patient was admitted (B)(6) for elective right thoracscopy and decortication. On (B)(6) surgery was performed, during which apical and basilar chest tubes were inserted. Intraoperative findings included "(multi-loculated right pleural fluid collection. There was a small amount of well-organized blood clot inferiorly over the diaphragm. There was noted to a fibrotic peel on the right lower lobe." His post-operative course was uncomplicated. Apical chest tube discontinued (B)(6), and basilar chest tube was discontinued (B)(6). He remained hospitalized on a heparin bridge awaiting therapeutic inr and was discharged home (B)(6). He had no further pleural effusions requiring intervention. Thoracentesis specimens were sent for culture (B)(6) and were negative.